Event description:
A malfunction alarm identified as malf 12 was reported by the customer, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support should any further issues arise.